Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the patient connected to his power module he would get a red heart alarm, and power module displayed a yellow wrench and red battery. When the patient connected back to the battery power the red heart alarm resolved, but he continued to have a yellow wrench displayed on the power module. The patient was given a new power module and 3 minutes after he connected to it he received a red heart alarm. The patient connected back to battery power, and the alarm was resolved. The patient exchanged his system controller and connected to the power module. When he switched back to the system controller a red heart alarm occurred again. The patient tried twice without resolution of the alarm. The system controller log file was reviewed and low speed and pump stop events were noted. The event appeared to be occurring on both battery power and when connected to the power module. The patient was admitted into the hospital and x-rays of the percutaneous lead were taken and showed an area of stress. The patient cable was exchanged with an ungrounded patient cable and the alarms were resolved. Four days later the patient's pump was exchanged. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.